Event description:
It was reported that during a vats lobectomy procedure, the surgeon used the device as usual, but it did not work after using for a few minutes. During pick up and delivery of this complaint product, the jaw was damaged (broken) by mistake. It was not reported what was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.